Manufacturer narrative:
(B)(4). This complaint for check patient line alarm was not confirmed and the cause was not identified because the disposable set was not returned to baxter for evaluation. The assignable cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter (B)(4) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a check patient line alarm. The technical service representative (tsr) assisted the caregiver (cg) with troubleshooting to clear the alarm. The alarm repeated and the cg stated there was air in the line. The tsr advised the cg would need to start over with new supplies. Global product surveillance contacted hp on (B)(6) 2011. The hp was unable to complete therapy on (B)(6) 2011, but was able to do therapy the following night with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.